Event description:
It was reported that the 9900 system was slow to boot up, and uncommanded x-rays, and was not saving images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ffb and the gib boards and the hard drive were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.